Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The defibrillation electrodes used during the event were not available for evaluation. Physio-control evaluated the electronic patient record from the event and verified that the defibrillation charge was removed multiple times. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation therapy. The customer responded to a witnessed cardiac arrest event. When they arrived the device was attached to the patient and the device charged for defibrillation. Upon completion of the defibrillation charging, the shock button was pressed and they observed the message ¿disarming¿ on the monitor. The device did not deliver defibrillation therapy to the patient, but instead dumped the energy internal to the device. The defibrillation electrodes were manipulated to assure good contact was made with the patient. The device was again charged for defibrillation; however when the shock button was pressed, the ¿disarming¿ message appeared and the device did not deliver defibrillation therapy to the patient. The defibrillation electrodes were removed and the patient¿s chest shaved. A new defibrillation electrode set was attached to the patient and the device charged for defibrillation. The shock button was pressed and for a third time the ¿disarming¿ message was displayed and the device did not deliver defibrillation therapy to the patient. The fire department was onsite and used their AED with a new set of defibrillation electrodes and shocked the patient three times. The patient¿s ECG converted to a normal sinus rhythm. During the transport to the hospital they attached their device to the patient using the defibrillation electrodes that was used on the fire department¿s AED. The patient went into cardiac arrest and they were able to successfully deliver defibrillation therapy with their device. The patient converted to a normal sinus rhythm. The patient was a (B)(6) male, weighing approximately (B)(6). The patient did survive and was discharged from the hospital. This issue is patient related; however, there was no adverse patient outcome. The manufacturer of the electrodes used during the patient event are unknown.